Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer removes the cartridge prior to the pump instructions. Customer's blood glucose level was not impacted. The contact was able to load a new cartridge successfully.